Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per data log analysis, the safety connections are as follows: air detected alarm: stop. Level alert: message only. Level alarm: coast. Pressure alert: message only. Pressure alarm: message only. Backflow alarm: message only. From the log it looks like the incident likely occurred around 8:20 am on 06-may-2019: 08:19:39 low level alert. 08:19:44 low level alarm ¿ arterial to coast. 08:20:03 arterial stopped using local control (stopped cpg for safety connection). 08:20:04 arterial started ¿ increased speed to 960 rpm and stopped again. 08:20:21 arterial started ¿ increased speed to 30 rpm and stopped again. 08:20:23 arterial started ¿ increased speed to 12 rpm and stopped again. 08:20:26 arterial started ¿ stopped after 1 second. 08:20:28 arterial started ¿ increased speed to 228 rpm. 08:21:03 arterial speed increased to 996 rpm. 08:21:06 arterial stopped. 08:21:10 arterial started ¿ increased speed to 2772 rpm. 08:21:29 low level alert. 08:21:30 low level alarm ¿ arterial to coast. 08:22:00 arterial speed increased to 2094 rpm low level alert. Low level alarm ¿ arterial to coast. 08:22:42 arterial speed increased to 2304 rpm. The first level alarm the user seemed to be confused as to the state of the arterial pump. It looks like the start/stop button was pressed while in coast instead of just increasing the speed. After several start/run/stops of the arterial pump they increased arterial speed. This triggered a couple more level alarms. You cannot tell where they started hand cranking from the log. There is no indication of an equipment issue in the logs.

Manufacturer narrative:
The field service representative (fsr) could not verify the reported issue. He arrived at the facility and downloaded logs. He tested the centrifugal controller, drive motor, flow module, flow sensor, level module, and level sensors and could not duplicate any issues with these devices. The units operated to the manufacturer's specifications.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the perfusionist had trouble re-establishing the centrifugal flow after a level alarm. A hand crank was briefly used. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: the heart lung machine (hlm) was set up and primed without issue for a cpb. Shortly after commencing cpb, a low level alert was received followed by a low level alarm in which the system is set to go to coast. The unit did go to coast, but it was stated by the perfusionist that after the system went to coast, she had difficulty getting it out of coast mode. She stated the volume of the reservoir was sufficient enough to have the system know it was not in a low volume clinical situation, and that she should have been able to come up on her revolutions per minute (rpm) at that point. She noted that it was as if the knob was not allowing the rpms to come up. She additionally stated that it took a few minutes to get out of coast mode. She was hearing and getting notifications of backflow alarms. The manufacturer's technical support was able to retrieve the time stamped events as follows: 08:19:39 low level alert. 08:19:44 low level alarm ¿ arterial to coast. 08:20:03 arterial stopped using local control (stopped cardioplegia (cpg) for safety connection). 08:20:04 arterial started ¿ increased speed to 960 rpm and stopped again. 08:20:21 arterial started ¿ increased speed to 30 rpm and stopped again. 08:20:23 arterial started ¿ increased speed to 12 rpm and stopped again. 08:20:26 arterial started ¿ stopped after 1 second. 08:20:28 arterial started ¿ increased speed to 228 rpm. 08:21:03 arterial speed increased to 996 rpm. 08:21:06 arterial stopped. 08:21:10 arterial started ¿ increased speed to 2772 rpm. 08:21:29 low level alert. 08:21:30 low level alarm ¿ arterial to coast. 08:22:00 arterial speed increased to 2094 rpm. Low level alert. Low level alarm ¿ arterial to coast. 08:22:42 arterial speed increased to 2304 rpm. It was noted that when she was not able to generate forward flow she pressed stop to take off the centrifugal disposable and place the disposable on the manual hand crank. She said she did about two revolutions of the hand crank and then she heard the rpms shoot up, therefore she stopped the pump again, placed the centrifugal disposable back on the pump drive motor and was able to come up on her rpms and generate forward flow. She stated she may have hit the start/stop local control button a few times during this period. It was discussed about the centrifugal control module and how when the pump is engaged, the rpms number or the zero number is evident on that screen, and when the stop is pressed there is no numerical notification on the local display. The incident did not delay the continuation of the surgical procedure. There was no blood loss or harm associated with the event.